Event description:
Patient reported they experienced a return of urinary incontinence symptoms and felt an electrical sensation from the right side of their crotch to their anus. The patient reported that their symptoms were not being controlled and they were peeing too often and not able to make it to the bathroom on time which resulted in urinary incontinence. The patient stated that their symptoms were getting worse and worse. The patient stated that they knew their body and they knew something was wrong with the implant and that it wasn't working correctly. The patient stated that they had x-rays taken and they were waiting to hear back what the results were. Patient met with the medtronic representative and checked the device but when the stood up then they felt 'electricity' in the same spot, in the right side of their crotch to her anus. Patient was advised to go home and wait a couple weeks after meeting with their but it just got gradually worse and worse. The representative called back to patient and mentioned that they found "something wrong with the implant". Patient was waiting for x-ray results to come back. Patient was redirected to doctor for further information regarding no symptoms control. Patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was still having issues with their device. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.